Manufacturer narrative:
The reported events of lead noise and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Event description:
During a follow-up, there were episodes of noise and high pacing impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.